Event description:
"When the shaver handpiece is plugged in, it runs on its own and would not shut off; does not respond to on/off buttons." There was no report of injury or surgical delay related to this event.